Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced leakage during use. The following information was provided by the initial reporter: hd leakage from injector occurred during infusion.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced leakage during use. The following information was provided by the initial reporter: hd leakage from injector occurred during infusion.

Manufacturer narrative:
H.6. Investigation: one injector connected to an infusion set was provided to our quality team for investigation. The product was visually inspected, no issues were identified on the injector cannula or membrane. There was no damage observed on the safety sleeve or injector piston and the luer connection was secure. It was noted that the injector membrane appeared to have been penetrated multiple times, therefore leakage testing could not be performed. Functional evaluations were conducted, connecting the injector to a syringe and protector. Liquid could move from the vial to the syringe and back without issue and no leakages were observed on the luer connection or between the membrane. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, it appears this incident may have occurred due to multiped penetrations of the injector membrane. The performance of the sealing membrane is reduced after multiple perforations and extended activation time.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c experienced leakage during use. The following information was provided by the initial reporter: hd leakage from injector occurred during infusion.

Manufacturer narrative:
The following information has been updated: d.10. Device available for eval.?: yes. D.10. Date sample received?: 2020-07-07. H.3. Device return to manuf.?: yes.